Manufacturer narrative:
The subject product has been received. Initial evaluation on the device identified that the mesh was cut halfway down the center of the patch. In addition, both of the rings were cut in the process. Info received on 5-18-07 from the sales person that spoke with the doctor shared was that there were no issues with the mesh when the pt went back for surgery four day earlier. The surgeon did have to cut through the mesh to do the small bowel resection, at this time, the mesh was re-approximated with sutures. It was at the time of the explant six day later, where the mesh was identified as being compromised and balled-up?

Event description:
It was reported that the product constricted into a ball-like configuration and the mesh did not maintain it's original form. Due to the fistula formation, the eptfe barrier did not provide sufficient bowel protection. As a result, the surgeon felt that the product caused this pt's fistula. He also realizes that the integrity of the mesh could have been compromised with the subsequent surgery. The pt with composix kugel patch had subsequent surgery with division of the mesh. Pt went on to develop an s.b. Fistula through the mesh. Pt required removal of the mesh in an emergency procedure. Pt died after surgery.